Event description:
Customer reported a sys malfunction where sys exits during the filming. After trying to restart the sys, it stopped responding altogether.

Manufacturer narrative:
(Conclusions) - this problem solved by replacing several hardware components. The exact root cause is unk. None of these components have exceptional or increased failure rates. The failure rates and reliability of these components are continuously monitored for any trend requiring corrective action. Therefore, there is no current required field action. (B)(4).